Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was unknown.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was ongoing with no further action needed.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that there was new onset low bilateral buttocks/low back pain. No device deficiency was reported. The outcome was ongoing. Interventions included reprogramming on (B)(6) 2015. Therapy was suspended on (B)(6) 2015. Diagnostic methods included x-rays which showed that the leads migrated slightly from the original positon. Diagnostic methods included device interrogation which resulted in adjusted setting to try and cover new pain, new settings did not provide coverage. The etiology was possibly related to the device or therapy and possibly related to the implant. The patient experienced new pain in lower back and buttocks descried as a constant sharp pain. The severity was noted as moderate.